Event description:
It is reported by the pt's attorney that the pt underwent right hip revision surgery in 2004. Post-op, stem settled and dislocated. As a result, pt underwent a second revision in 2004.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: device or x-rays were not returned for evaluation. Device history records are intact, conforming and indicate that the product was manufactured and packaged to specification.